Event description:
During initial assessment of a homechoice (hc) device, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 3. The drain volume (dv) was 4471ml. The programmed fill volume was 2000ml. This drain volume amount meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The device was returned and the device passed and met functional and electrical performance specifications. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported iipv found in the device logs. The cause of the iipv was determined to be insufficient drain. False empty detect at initial drain and at previous therapy last drain. The device was subsequently forwarded to service. Follow up with the nurse revealed that the patient is continuing with therapy on the new cycler. No patient injury or medical intervention was reported. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During the numelock tibial plate surgery, the surgeon tried to bend tibial plate by using numelock plate bender. However, the plate would not bend. Therefore, the surgeon bent the shaft part of tibial plate by using plate bender of synthes that the hosp owned. Afterwards, the surgeon assembled the drill guide to the locking screw hole of plate, and the ring of locking screw hole came off when the surgeon changed the angle of the drill guide. The surgeon assembled the ring that came off to the plate again and inserted the locking screw.